Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the roller clamp was noticed to be missing from the bd alaris¿ gravity set upon removing it from the packaging. The following information was provided by the initial reporter: "I had reported to me a bd gravity IV set was missing the roller clamp. It was noticed immediately upon opening and was not attempted to be used on a patient."

Event description:
No additional information.

Manufacturer narrative:
One sample of item number cm42500e-07 was submitted for quality investigation. The customer complaint of misassembly was verified by visual inspection. Evaluation of the sample submitted showed that the complete assembly was missing the roller clamp. A device history record review for model cm42500-07 lot number 22109417 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25oct2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the missing roller clamps is a failure at the manufacturing facility during the assembly of the infusion set. An investigation was conducted at the manufacturing facility and it was determined that the missing roller clamp was caused because the correct fixture was not used during the assembly of the infusion set. A quality alert was issued to all involved personnel and reinforcement of use of the correct fixture was conducted. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.